Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (system displayed error message) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery an ophthalmic console displayed error messages, exhibited problems filling the cassette and handpiece and had no phacoemulsification power. Procedure was completed with a replacement device and patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).